Event description:
It was reported to boston scientific corporation that after use of a radial jaw 3 biopsy forceps device, the needle was noted to be bent. There were no pt complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.